Event description:
In early 2009, the patient stated that for the past "couple" of weeks he has received several e4 (occlusion) errors on his infusion device. The errors occur when he is outside in cold temperatures. He has experienced elevated blood glucose of over 700 mg/dl as a result of the occlusion errors. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.